Manufacturer narrative:
Product analysis:microscopic examination of implant identified off center wear in the ball and trough contact area, consistent with off-centered component implantation. Wear noted outside on the lower (trough) component flange, just outside of the trough area, and on the outer perimeter flange edge on the upper (ball) component suggest possible flange-on-flange contact. This is consistent with off-parallel component implantation. The above observations are consistent with off-center and off-parallel implantation of the implant components.

Manufacturer narrative:
(B)(4) (revision surgery). Neither the product nor applicable imaging films were not returned to manufacturer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had cervical surgery and was implanted with cervical disc.post op patient felt discomfort because of implant and the range of motion was not great. Patient underwent revision surgery to explant the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.